Manufacturer narrative:
Vyaire medical complaint number (B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. No evaluation is expected as the customer reported that the cause of was user operation error. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the lower thumbwheel was set at 6 cmh2o and the mean airway pressure dropped to 3 cmh2o while the ventilator was in use on a patient and the ventilator did not alarm. The patient was placed on another ventilator and there was no patient harm. The customer was able to duplicate the complaint in the biomed shop. The customer requested that a vyaire medical field service representative (fsr) evaluate the unit, but later cancelled the request due to identifying the cause as user operation error.